Event description:
It was reported that, "dr inserted the bowed conical stem into the femur. He went to unscrew the inserter handle and it was extremely tight. He continued to try and the inside rod broke leaving the inside stem screwed securely to the implant. Vice grips were required to remove the stem. The stem inside the inserter was dirty, it is impossible to clean. Please inspect and let dr know why it broke."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.